Manufacturer narrative:
Initial reporter: there was no contact phone number or complete address provided. The lot number of the irrigation tubing was unknown. Therefore, the date of manufacturing was unknown. The device has not been returned as this is a single-use device; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a cochlear implant surgical procedure, it was observed that the connections came apart on the irrigation tubing. There was a ten minute delay to the scheduled surgical procedure. A spare device was available for use and the surgery was completed successfully with the spare device. There was patient involvement reported. There were no reports of injuries or medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.